Event description:
It was reported that, during a meniscus repair surgery with an 'ultra fast-fix', after the t1 was implanted, the t2 did not deploy. Thus, the t1 was removed. It is unknown how was the procedure completed and if a delay occurred due to the event. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4). (B)(6).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not received for evaluation. However, another device was received. A visual inspection of this device revealed the device returned is not the same as the image previously received. The device received has been deformed and the end of the needle has been broken off the device. The t1, t2, and suture are still on the end of the broken piece. A functional evaluation could not be performed due to the deformed condition of the device. An evaluation of the customer provided image shows the distal tip of a device with the t1 implant already deployed and the t2 implant still inside the needle. There are several other deployed devices in the image. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5 and h6.

Event description:
It was reported that, during a meniscus repair surgery with an 'ultra fast-fix', after the t1 was implanted, the t2 did not deploy. Thus, the t1 was removed. The procedure was completed with a non-significant delay using a smith and nephew back up device. No other complications were reported.